Manufacturer narrative:
Continuation of d10: product ID 383069 (serial: (B)(6); product type: 0270-lead-lv-pace; implant date ; explant date product ID c315his02 (lot: 0012990372); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID c315his02 (lot: 0012962741); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID 383069 (serial: (B)(6); product type: 0270-lead-lv-pace; implant date 2026-02-09; explant date product ID c315s502 (lot: 0012920035); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID 383069 (serial: (B)(6); product type: 0270-lead-lv-pace; implant date (B)(6) 2026; explant date product ID w2dr01 (serial: (B)(6); product type: 0240-ipg; implant date (B)(6) 2026; explant date product ID c315his02 (lot: 0013018264); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID 6232adj (lot: 46106525); product type: 0283-slitter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead fractured due to excessive rotation. It was noted that the impedance was also high. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.